Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the reamers/graters need to be sharp. They are not sharp anymore due to wear and tear. The drill guide has burrs on it meaning the drill bit does not pass through easily and is in line with where it needs to be.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Grater heads reported by customer as worn due and unable to be used. Needs to be replaced. Drill guide was burred and worn due to wear and tear rendering it unusable. Needs to be replaced.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will bereviewed and the investigation will be re-opened as necessary. Device history lot - a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.